Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 114 compared to the labs 144 mg/dl. Tests were done within 30 minutes. No further info has been reported.